Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. Additional information was received indicating that this lead was not successfully implanted due to difficulty to insert and position. Also, lead was damaged. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm lead damage, difficult to insert and position based on the observation of bunched polytetrafluoroethylene (ptfe). Moreover, the lead has passed the electrical continuity test, hipot test, pressure test, stylet insertion and helix mechanism test. Furthermore, it was concluded this is a cause traced to device design based on the observation of wrinkled or bunched insulation and offset rs coils which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue. Correction to field b5. Describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to difficulty to insert and position. Also, lead was damaged. A new lead was implanted. No adverse patient effects were reported.